Event description:
It was reported that an overdischarge (od) condition was confirmed on the patient¿s implantable neurostimulator (ins) because the patient was told to stop charging since they needed a revision (no date scheduled for the procedure). No further information could be obtained regarding the reason why the revision was needed and it was unknown when the patient started to have issues with telemetry due to the od stated on their ins. It was noted that the patient did not have their programmer or recharger units with them as they were in storage. The ins was able to be taken out of the od condition on (B)(6) 2014 with one power-on-reset (por) and was charged to at least to 25% (patient was told to keep the device charged). In addition, the patient presented to the emergency room for weakness in the legs and the physician there requested a MRI of the head and spine (this issue was deemed not device-related). There were no reported patient symptoms or complications that were associated with the event. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).